Event description:
It was reported that foreign material was noticed in the cement when the cement was mixed. Spare product was used instead of it and the procedure was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report once investigation is complete. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding a foreign material in the cement mix involving simplex p bone cement was reported. The event was confirmed. The foreign material was returned embedded in dried cement mix. A review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. A review complaint history review determined that there were no other similar reported events for this lot. The investigation concluded that foreign material is a carbon or graphite material. Two lots of cement were mixed together before the foreign material was noted. Review of the manufacturing process was completed and it was determined that the source of the foreign material was not manufacturing related. No further investigation is required at this time.

Event description:
It was reported that foreign material was noticed in the cement when the cement was mixed. Spare product was used instead of it and the procedure was completed.